Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking. It was further reported the tubing appeared to have come apart above the connection while infusing irinotecan and leucovorin. The chemo spill was noticed on the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device with suspect lot# r18i10075 was manufactured on september 11, 2018. The device with suspect lot# r18l06029 was manufactured on december 07, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot numbers reported: r18l06029 or r18i10075.